Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while the surgeon was installing the first plate intra-operatively, the plate would not fully advance. So the surgeon tried to remove it utilizing the removal hook, but the tip of the removal hook broke off. The surgeon was unable to remove the plate, but was able to further impact it into place so that locked into the cage.

Manufacturer narrative:
Device evaluation: product was not returned and no photos were provided. Device evaluation unable to be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to not using the starter awl or attempting to insert the plate off-axis. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that while the surgeon was installing the first plate intra-operatively, the plate would not fully advance. So the surgeon tried to remove it utilizing the removal hook, but the tip of the removal hook broke off. The surgeon was unable to remove the plate, but was able to further impact it into place so that locked into the cage.